Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, it was noted that the right ventricular lead exhibited a lead to can abrasion and a missing piece of insulation was observed. A right ventricular lead insulation repair was performed. The patient was stable throughout the procedure. On (B)(6) 2018, the asymptomatic patient presented remotely via merlin.net transmission; noise and low impedance were noted. On (B)(6) 2018 the lead was capped and replaced. The patient was stable throughout.